Event description:
It was reported that, while passing a kiosk at the mall, the patient's device turned off. As the patient walked further away from the kiosk, his unit turned back on at the same settings as before. The patient did not have their device programmer, so could not check the device. It was stated that, later that day, while passing the same kiosk again, the unit again turned off, then turned back on as the patient moved away from the kiosk. There were no other effects besides the temporary loss of stimulation, and the device system has worked properly before and since. The manufacturer representative met with the patient, and no problems were found. The patient was happy with their stimulator.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 355531, lot# n322958, product type screening device; product ID 3550-39, lot# n320045, product type accessory. (B)(4).